Manufacturer narrative:
H3 other text: the subject device is unavailable to manufacturer.

Event description:
It was reported that during the procedure, the subject stent was partially deployed it could not be deployed any more. The subject stent was withdrawn and replaced with other stent to complete the procedure. There were no reported clinical consequences to the patient.

Event description:
It was reported that during the procedure, the subject stent was partially deployed it could not be deployed any more. The subject stent was withdrawn and replaced with other stent to complete the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes),there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and microscopic examination of the returned device found that the stent was deformed with frayed braid edges and not fully opened at one end. Function testing was not performed as only stent was returned the reported complaint 'stent partial deployment¿ was not confirmed as the returned stent had been fully deployed. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was not tortuous. The size of the surpass streamline was appropriate for treatment site. Access was through femoral. There were no allegations against the xt-27 microcatheter, cat5. There were no difficulties encountered during the procedure that could have contributed to the reported event. Product analysis found the stent was deformed with frayed braid edges and not fully opened at one end. The as reported ¿ stent partial deployment¿ was not confirmed as the returned stent had been fully deployed. The event description indicated after the procedure, the stent was completely deployed from the streamline outside patient's body and the delivery system could not be returned. An assignable cause of procedural factors will be assigned to the as analysed ¿stent deformed¿ and ¿ stent failed/unable to open (when not implanted)¿, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.